Event description:
Patient alleges the contact lens caused his eye to become swollen. The patient also alleges the contact lens has caused his eye to become misshapen and he can no longer wear contact lenses. New information received july 14 from the patients optometrist. Patient was seen (B)(6)th and (B)(6)th . Patient complained of eye irritation with lens use. Ecp found the patient was wearing a dirty contact lens with jelly bumps and advised the patient to discontinue lens use until new lenses are obtained. The ecp notes poor tear fil and stippling on the left cornea and referred the patient to an ophthalmologist. New information received july 05 from the patient ophthalmologist. Patient was seen (B)(6)th for ocular hypertension unrelated to contact lens use. No further information provided. Per the optometrist and ophthalmologist reports there is no indication of permanent impairment of eye function or damage to body structure. No medical treatment to preclude permanent impairment of eye function or damage to body structure. No evidence medication prescribed to preclude permanent injury. This event does not meet the definition of serious injury. If the event were to reoccur, it is not like to cause or contribute to death or serious injury.

Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
Patient alleges the contact lens caused his eye to become swollen. The patient also alleges the contact lens has caused his eye to become misshapen and he can no longer wear contact lenses. Good faith efforts have been made to obtain medical information without success, no medical information has been received regarding this event. This event is being reported out of an abundance of caution due to the incomplete diagnosis, lack of medical information, and unknown resolution.